Event description:
It was reported that a patient underwent a skin closure procedure on (B)(6) 2023 and suture was used. Before use on the patient, at the time of surgery dr. Opened the foil and she found that suture was detached from needle. Upon visual assessment (returned sample) of the winding former, it was observed that the strand had begun with a degradation process caused by exposure to the environment. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. H3 investigation summary: the product was returned for evaluation. The returned sample determined that it was received one labeled winding former that pertain to product code nw1648. Upon visual assessment of the winding former, it was observed that the strand had begun with a degradation process caused by exposure to the environment. In addition, this condition probably caused the detached needle. Per the sample condition, the functional test cannot be performed. It was not possible to determine the assignable cause as the foil packet was not returned. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Batch manufacturing records of nw1648/t2003 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Exp. Date-07/31/2027 date of mfg.-08/01/2022. Needle: mrn-0001524952. Suture: mrn-0001530852.